Event description:
The technical service rep reported five discrepant parathyroid hormone results while performing a comparison study between two analyzers. Sample 1, initial result 90.4 pg/ml, repeat 59.5 pg/ml. Sample 2, initial result 8.2 pg/ml, repeat 5.3 pg/ml. Sample 3. Initial result 32.9 pg/ml, repeat 21.7 pg/ml. Sample 4, initial result 9.6 pg/ml, repeat 5.1 pg/ml. Sample 5, initial result 13.9 pg/ml, repeat 9.2 pg/ml. No pt results were reported. The field service representative was unable to determine root cause. Performance tests performed which were within spec.